Event description:
It was reported that the bipolar maryland forceps instrument was defective. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the instrument moved intuitively with full range of motion and in all directions. The grips open and close properly and recognition and engagement tests passed. Engineering also observed the distal end of main tube has two 2 inch long section, 180 degrees apart, with light material removed. The damaged areas are both parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance of the damage area, engineering determined that the wear pattern is consistent with cannula related tube abrasion. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.